Manufacturer narrative:
The breach in aseptic technique was further described as failure to follow proper therapy technique. On an unreported date, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient had recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in sterile peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by cloudy fluid and abdominal pain. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics. Seventeen days after event onset, pd therapy was discontinued. At the time of this report the patient remained hospitalized and was not recovered from the peritonitis event. It was not reported if the patient or caregiver was retrained on the proper aseptic technique. No additional information is available.